Event description:
The on duty nurse has entered the equipment storage room and noticed the battery on the wall mounted charge unit was leaking something on to the mattress that was below it. The substance leaking from the battery seems to have damaged or burned the mattress cover. The battery was removed from the charger at that time by the nurse.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided upon conclusion of the MFR's investigation.